Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
It was reported the customer had a blank display after an unexpected restart alarm occurred. The customer stated they had replaced the battery, but the blank display persists. Customer also stated their insulin pump was vibrating although the display was blank. The customer's battery compartment was not damaged or corroded. Customer also did not drop, bump or expose their insulin pump to moisture. The customer also reported a broken belt clip. Customer's blood glucose was 7.3 mmol/l. Customer's insulin pump will be replaced. No additional information provided.